Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed, and the reported failure was confirmed and replicated. In logs, the error 121 was found indicating the fault, confirming the fault occurred in the field. Visual inspection: no issue was found that is related to the report issue. The monitor was installed onto a golden system (is 4000) where the failure is no image in right eye indicating fault on the monitor replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical issue within the hrsv and it can be resolved by replacing the hrsv.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the customer did not have image on right eye on the surgeon side console (ssc). The customer had full image right and left on the vision side cart (vsc) and also on external monitor. Tse reviewed the logs and found nothing relevant. Tse guided to reseat the endoscope, power cycle and emergency power off (epo), clean and reseat the blue fiber cable (bfc) multiple times on ssc but without improvement. After 2 power cycle, an alarm message regarding high resolution stereo viewer (hrsv) appeared. Surgeon decided to finish this procedure with one eye. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced high resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.